Event description:
No new information.

Manufacturer narrative:
D9: device not returned for evaluation

Manufacturer narrative:
D4: lot number of the device is unknown. Full UDI is not available.

Event description:
It was reported that during a procedure the e-sep safeair pencil cut function activated without pressing any buttons by the surgeon. The procedure was completed successfully; no adverse consequences, medical intervention or injury were reported.